Manufacturer narrative:
Evaluation of the returned device by engineering determined the tip failure appears to be attributed to an overload condition. If the secure shaft is not fully locked, the load remains entirely on the driver tip. A completely locked secure shaft allows for load sharing along the shaft of the driver. Review of manufacturing history records found a total of 6 pieces of this lot were released for distribution on 6/29/2016 with no deviation or anomalies. Review of complaint history did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated.

Event description:
Sales representative returned a driver with mechanical lock that has a broken tip. It is unknown how/when the tip broke as the driver was found in one of the sets that had been out in the field and returned and he did not know who it came from.